Manufacturer narrative:
The device was not returned for this investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient stated that their teladoc blood pressure monitor was providing high readings. The patient provided an example of a higher reading they received of 142/78 on (B)(6) 2025. The patient advised that the readings from their teladoc blood pressure monitor caused their physician to increase the dosage of their medication from 12.5 mg of hydrochlorothiazide to 25 mg beginning on (B)(6) 2025.on (B)(6) 2025, the patient went to the doctor for a scheduled general exam. The patients' readings at the doctor's office were 20 points lower than those taken at home. Exact readings were not provided. The patient stated that they had not yet begun the increased dosage of their medication, and information was not provided as to if the patients' prescription was changed back to the previously prescribed 12.5 mg of hydrochlorothiazide.